Event description:
Additional information was received and it was reported that when replacing the catheter, there was a flaky, crusty like material at the sutureless connector site. The entire catheter was placed and the patient seemed to be doing better.

Event description:
It was reported that the patient experienced increased spasticity/increased muscle tone throughout his lower body. The patient had no change in his ability to walk. The patient also didn¿t notice any change with an increased daily dose or bolus. There was ¿possible corrosion at the sutureless catheter site where it was attached to the pump¿. The catheter was replaced. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Additional information/evaluation summary: as received, damage was noted to the sutureless connector. The white silicone boot was pulled back from the titanium housing. The titanium housing itself was bent and the retaining ring showed tool marks plus significant damage to its retaining ring fingers. Also of note was a tear in the seal material near the guide ring. No corrosion was noted in the area of the sutureless connector nor was any other foreign material observed on the sutureless connector when received. The catheter segments were patent when tested and also passed pressure testing. It was also noted that the area where the sutureless connector meets the outlet port of the pump provides a seal of the fluid path, so even if there was foreign material in the area of the sutureless connector, it would not be able to migrate into the fluid path area to cause an occlusion.

Manufacturer narrative:
(B)(4). Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.